Event description:
The contact ran a blood glucose test on the customer as he was showing symptoms of hypoglycemia. The cuatomer was diaphoretic, nauseous, and in and out of consciousness. The meter gave a result of 176mg/dl. Ems was called, and they tested the customer's blood sugar at 37mg/dl when they arrived. The customer was given dextrose and taken to the hosp. The contact was sent control solution and a check strip for further troubleshooting of the meter. Check tests and control tests were within range. The contact was satisfied and no product will be returned at the present time.